Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that during a right hip open reduction internal fixation procedure on (B)(6) 2015, the screw head fractured upon seating the screw. The screw head came off on the driver and the screw stayed seated in the patient. This did not cause a delay in procedure.